Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewires loaded into introducer needles were returned for evaluation. Gross, microscopic visual, dimensional evaluation and functional testing were performed. In addition to the returned physical sample, three electronic photos and two electronic videos were provided for review. The electronic photos shows, two j-tip guidewires each loaded into a introducer needle. Bends were noted throughout the first guidewire end and a kink were noted throughout the second guidewire sample and uncoiling was noted. Another photo shows a wound on the patient body. In addition to the photo review, an electronic video shows a physician was trying to advance the guidewire through the introducer needle. During insertion, resistance was observed. Upon successful advancement of needle, a small amount thrombus was noted exiting the distal end of the needle. The second video shows a background of surgical operating room, where a clinician trying to advance a kinked & bent guidewire through the introducer needle. Resistance was observed throughout the insertion procedure. Furthermore, during sample evaluation, uncoiling was noted on the distal end of the guidewire and a complete break was noted on the round core wire within the coils of the guidewire. Therefore, the investigation is confirmed for the identified fracture, stretched and deformation issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. However, the reported failure to advancement and physical resistance/sticking issues of second sample were captured in another record, in this way in order to not duplicate the count of the appropriate codes in our records. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2024).

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire was allegedly difficult to insert through the needle. It was further reported that the guidewire was allegedly stuck in the introducer needle. Reportedly, skin changes were noted over past two weeks. The procedure was completed using another device. There was no reported patient injury.